Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported by a non-medical professional that the patient underwent a spinal fusion procedure at l4-s1 using rhbmp-2/acs on (B)(6) 2007. Patient's post-operative period has been marked by severe back pain. Postoperative radiographic imaging conducted on (B)(6) 2012 reveals bony overgrowth compressing patient's spine. Patient continues to experience severe and unrelenting back pain that radiates into her lower extremity. She also has weakness and numbness in her leg which causes her to fall necessitating the use of a walker to ambulate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007: patient presented with complaints of her ongoing back and right hip and leg pain. On (B)(6) 2007: patient got admitted with pre-op diagnosis: l5-s1 foraminal stenosis, disk degeneration. Patient underwent the following operation: l5-s1 laminectomy with right internal foraminotomy. Bilateral lateral fusion l5-s1. Bilateral pedicle screw instrumentation with instrumentation, l5-s1. Application of local autogenous bone supplemented with cortical demineralized allograft. On (B)(6) 2007: patient got discharged from hospital. On (B)(6) 2007: patient presented with the wound opened up. Examination: there was no gross drainage or obvious infection. On (B)(6) 2007: patient presented for follow up and complained of increasing pain. Examination: the incision is dehisced from the subcuticular layers down to the facia, the entire length of the incision. The facia is intact without evidence of defect. On (B)(6) 2007: patient got admitted with the following pre-op diagnosis: wound separation, dehiscence, lumbar. Patient underwent the following operation: debridement and irrigation of back wound with closure over drain. On (B)(6) 2007: patient presented with complaint of some soreness in her right low back. Physical examination revealed: the wound is healed and completely benign. Staples were removed and steristrips applied. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented with complaint of her ongoing back discomfort. Physical examination revealed: no focal motor or sensory deficits. The wound is benign. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented with complaint of increasing pain in her back, for the past 3-4 weeks. Physical examination revealed: the wound is benign. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented with complaint of increasing pain into her left hip. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented for follow up and complained that her condition has worsened, she could not walk or stand and was using walker. On (B)(6) 2007: patient underwent MRI of lumbar spine. Impression: there is a cystic lesion dorsal to the thecal sac contributing to moderate stenosis. The cystic lesion may be emanating from the ligamentum flavum at l4-5. There also appears to be disc bulging and a moderate degree of foraminal stenosis on the left, milder foraminal narrowing noted on the right at l4-5. On (B)(6) 2007: patient presented with complaints of back and bilateral leg symptoms. X-rays revealed: instrumentation appeared to be intact spanning l5-s1. There is mild retrolisthesis of l4 upon l5 on extension. On (B)(6) 2007: patient presented for pre-operative visit, discussing her scheduled surgery. On (B)(6) 2007: patient got admitted with pre-op diagnosis: cystic lesion compressing thecal sac emanating from l4-5 ligamentum flavum. Status post instrumented fusion l5-s1. Foraminal stenosis l4-5. Patient underwent the following operation: removal of l5-s1 instrumentation. L4-5 laminectomy with cauda equine decompression and removal of cystic lesion, ligamentum flavum. Bilateral lateral fusion l4-5 and l5-s1, refusion l5-s1. Bilateral pedicle screw instrumentation with implant, l4, l5, s1. Application of local autogenous bone supplemented with cortical demineralized autograft and rhbmp-2 (bmp). Per op-note: "we removed the instrumentation without difficulty. The screws at s1 were noted to be somewhat loose. . . Core of graft material was placed within collagen sponge soaked in rhbmp-2, one for right, one for left." No intra-op complications were reported. On (B)(6) 2007; (B)(6) 2008: patient presented for follow up. Two view lumbosacral views obtained today revealed maintenance of implant position. The fusion appeared to be healing. On (B)(6) 2008: patient presented with complaints of increasing pain in her back and hip. Physical examination revealed: no focal motor or sensory deficits. On (B)(6) 2008: patient underwent MRI of lumbar spine. Result: there does appear to be some degree of inbulking of ligament flavum at l3-4 with mild canal narrowing, but no significant compression of neural elements. On (B)(6) 2008: patient presented for office visit and expressed her frustations on her ongoing discomfort. On (B)(6) 2008: patient underwent radiological study of abdomen due to pain for 3 hours. Impression: non-specific bowel gas pattern. On (B)(6) 2008: patient underwent CT scan of abdomen without contrast. Impression: no acute pathology is seen. On (B)(6) 2012: patient presented for an office visit for a physical exam. Assessment: spondylosis, lumbar myelopathy; polyneuropathy in other diseases; disease, hypertensive heart, benign; asthma, extrinsic. On (B)(6) 2012: patient presented for an office visit with complaint of low back pain, right leg pain. Assessment: degenerative disc disease lumbar spine. On (B)(6) 2012: patient presented for an office visit with complaint of shoulder pain and to discuss laboratory test results which showed abnormal blood chemistry. Assessment: hyperlipidemia, mixed; spondylosis, lumbosacral; osteoarthritis, left shoulder on (B)(6) 2012 patient presented for an office visit due to low back pain. She complained of pain in the lower back area on both sides of the spine. She gets some pain that will go down the right leg into the right knee area. On (B)(6) 2012 patient presented for an follow-up visit. On (B)(6) 2012: patient presented for an office visit with complaint for recurrence of her right knee pain. Assessment: osteoarthritis, right knee. On (B)(6) 2012: patient presented for an office visit with complaint of back pain and leg pain. Assessment: disease, hypertensive heart, benign; spondylosis, lumbosacral; polyneuropathy in other diseases; hyperlipidemia, mixed. On (B)(6) 2012: patient underwent MRI of lumbar spine without contrast. Impression: new severe degenerative disk disease at l3-l4. Postsurgical findings and chronic findings were otherwise stable. On (B)(6) 2012: patient presented for an office visit with complaint of back pain. Assessment: degenerative disc disease lumbar spine; l3-4 disc herniation; spinal stenosis. On (B)(6) 2012: patient presented for a follow up visit. Assessment: spondylosis, lumbar myelopathy; poly neuropathy in other disease; disease, hypertensive heart, benign; hyperlipidemia, mixed. On (B)(6) 2012: patient underwent echocardiogram study. Impression: ejection fraction appears to be within normal limits with no regional left ventricular wall motion abnormality; there was minimal concentric left ventricular hypertrophy; no cardiac chamber dilation was noted.; cardiac valves were structurally normal; there was moderate mitral regurgitation and mild tricuspid and pulmonic regurgitation; no pericardial effusion, intracavitary thrombus or mass; there was no significant pulmonary hypertension. On (B)(6) 2012 patient presented due to knee pain and hypertension. On (B)(6) 2012: patient presented for an asthma follow up. Assessment: bronchitis, acute; costochondritis, acute. On (B)(6) 2012: patient presented with complaint of cough with mucoid sputum. Assessment: rhinitis, allergic not otherwise specified. On (B)(6) 2012: patient underwent mammogram screening. Impression: focal ill defined asymmetric density upper outer quadrant left breast; multiple small nodular densities present bilaterally; benign appearing calcifications; bi-rads category. Patient also underwent x-ray of chest. Impression: findings consistent with old granulomatous disease. Comparison to prior chest radiographs recommended. On (B)(6) 2013 patient presented for an office visit due to knee pain. On (B)(6) 2013 patient presented due to knee pain and injected with 1 cc of steroid and 3 cc of bupivacaine. On (B)(6) 2013 the patient presented for an office visit due to back pain, (B)(6) 2013 the patient underwent supartz injection due to osteoarthritis, right and left knee. On (B)(6) 2013 the patient presented for an office visit due to edema affected two legs, swelling extended to the knees. On (B)(6) 2013 the patient presented for an office visit. On (B)(6) 2013 patient presented due to left shoulder pain. Assessment: osteoarthritis, left shoulder. On (B)(6) 2013 the patient presented for an office visit. On (B)(6) 2013 the patient presented for an office visit. Assessment: degenerative disc disease, lumbar stenosis, status post lumbar surgery, sacroiliac joint pain. On (B)(6) 2013: patient underwent diagnostic fluroscopically guided lumbar epidurography and therapeutic interlaminar epidural steroid injection. Conclusion: technically successful lumbar interlaminar epidurography with injection of local anesthetic and steroid. On (B)(6) 2014: patient underwent MRI of lumbar spine without contrast, due to low back pain. Impression: there is hardware present from l4 to s1. Post-surgical changes are present from l4-l5 and l5-s1. There is advanced degenerative disc disease and disc narrowing at l3-l4. Severe foraminal stenosis is present bilaterally. This appears similar to the previous study; however, there is a new posterior left-sided broad-based disc protrusion or developing disc extrusion, which asymmetrically indents the thecal sac to the left of midline, and causes asymmetric spinal canal stenosis to the left of midline. These findings are new since the previous study dated (B)(6) 2012. On (B)(6) 2014: patient presented with chief complaint of tingling and numbness. Assessment: back pain, hypertension. On (B)(6) 2014: patient presented for medical evaluation. On (B)(6) 2016: patient underwent MRI of lumbar spine without contrast, due to low back pain. Comparison study was made with the MRI of (B)(6) 2014. Impression: l4-s1 posterior decompression with posterior fixation with transpedicular screws. Suspectibility artifact from the ferromagnetic material. No change from 2014. Large, diffuse posterior l3-4 disc extrusion extending into the neural foramina resulting in compression of the exiting left and right l3 roots against the inferior cortex of the overlying l3 pedicle. These findings are unchanged from 2014. Multilevel foraminal narrowing, mild to moderate. Findings stable. T10-t11 posterior disc protrusion with dehydration, unchanged. A 1.1 cm left lower pole renal cyst.